Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present in the helix housing. The lead was returned in two sections. An x-ray confirmed that the lead was fractured near the is-1 terminal. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.

Event description:
Boston scientific received information that during the implant procedure it was not possible to position this right atrial (ra) lead as the helix would not extend. No adverse patient effects were reported. This lead was returned for analysis.